Event description:
N/a.

Event description:
It was reported by the customer through emergency support program the sensation plus 50cc had a balloon catheter perforation with blood noted in the helium tubing prior to pump disconnection. She was advised to send the pump to biomed with a note indicating possible blood contamination. At the time, the balloon catheter remained in the patient due to resistance during removal, with plans for emergent or surgical cut down, the sheath had been removed but the catheter could not be.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h11.